Manufacturer narrative:
As reported, the 110cm brite tip radianz was being delivered to a lesion, but the distal end got frayed. The product was not returned for analysis. A product history record (phr) review of lot revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-frayed/split/torn¿ could not be confirmed. Factors such as exposure calcified plaque or attempting to advance the device against resistance may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿avoid the use of the brite tip radianz¿ guiding sheath in vasculature with extreme tortuosity, calcified plaque or thrombus. If resistance is felt upon insertion or withdrawal, investigate the cause before continuing¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 110cm brite tip radianz was being delivered to a lesion but the distal end got frayed. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the 110cm brite tip radianz was being delivered to a lesion but the distal end got frayed. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18116285 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.